Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used : posterior cervical spinal fusion it was reported that intra-op, the drill broke. The product came in contact with the patient. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and microscopic examination confirmed cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical and microscopic examination of the fracture surface identified a quasi-brittle fracture with river lines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. The tip was not returned. Conclusion: direction of fracture propagation and internal shear lip suggest bend stress overload. If information is provided in the future, a supplemental report will be issued.